Manufacturer narrative:
(B)(4).; the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an exploratory laparotomy procedure on (B)(6) 2016 and a barbed suture was used. During the procedure, the suture broke while closing the abdominal fascia. Another like suture was used to complete the procedure with no adverse patient consequences. No additional information was available.

Manufacturer narrative:
The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch# (B)(4), exp date: 04/30/2018, MFR date: 05/24/2016. Batch# (B)(4), exp. Date: 04/30/2018, MFR. Date: 05/19/2016 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. The needle/suture was examined for visual inspection and no attachment defects were observed. Additionally, there are marks on the body and tip of the needle by use of the needle holder. In the visual inspection along of the suture it was noted that in some barbs had marks and the sides of the fixation tap of the suture were cut likely by use of surgical instruments. Also, no suture breakage was observed on the sample. According to the sample condition suggests an improper handling of the sample. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab, pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not use additional forces on the fixation tab.